Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the pacing coil fractured close to the crimp sleeve to the connector ring due to fatigue. The fracture is consistent with the observation of high pacing lead impedance.

Event description:
It was reported that upon interrogation of the device, high pacing lead impedance was observed. The lead was explanted and replaced.